Event description:
It was reported that; hex end broken off from a 5.5mm rad rod 70mm. Doc had to reposition the rod, so when he went to re-engage with the rod inserter, I noticed the hex end was still inside the rod inserter. Was able to get the rod out with a long kelly, and we used another same size rod with no incident.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; according to the material analysis, the rod was found to have fractured in a ductile bending overload due to an applied normal stress. The elemental composition was consistent with what is specified on the print. No material or manufacturing defects were found. The plausible root cause of this event is excess cantilever force applied during the rod insertion.

Event description:
It was reported that; hex end broken off from a 5.5mm rad rod 70mm. Doc had to reposition the rod, so when he went to re-engage with the rod inserter, I noticed the hex end was still inside the rod inserter. Was able to get the rod out with a long kelly, and we used another same size rod with no incident.